Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on syringe needle being single use products. There was no reported adverse impact to the customer¿s blood glucose level. The issue was resolved by performing a supply change

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.